Event description:
Resident was being transferred from wheelchair to bed. In process of moving resident towards bed, the lift tipped. Lift was in locked position with legs open at start of transfer. Pt f/u: no injury. Staff f/u: broken leg, surgery and hosp stay.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: design - inadequate, invalid data. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped temporarily, user education provided. Invalid data - on device destroyed/disposed of status.